Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively determined. No external power and pump off alarms were reportedly observed. This evaluation could not conclusively determine if these alarms occurred prior to the patient¿s death or as a result of the cessation of support following expiration, as no log files were available for review. Multiple attempts were made to obtain log files from the time of the event, as well as information regarding the pump¿s return status; however, no log files were provided by the account and the pump has not been returned to date. If heartmate ii lvas, serial number (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28oct2013. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2021. The patient's family refused an autopsy and the cause of death was unknown. The patient's device appeared to have been operating on the emergency backup battery (ebb) leading up to the patient's death. No external power and pump off alarms occurred. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.